Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose levels throughout the day. She took a bolus during lunch and when she got home her blood glucose level was over 400 mg/dl. Her blood glucose level went up to 508 mg/dl. The customer treated her blood glucose level with an insulin pen. The insulin pump alarmed button error. The insulin pump's keypad was not working very well when she tried to bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Unable to perform the functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery test due to button keypad anomaly. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.